Event description:
It was initially reported that during a review of the patient's programming history by the company representative, they observed that the patient's settings were inadvertently changed to 0.00ma, which was due to a system diagnostic test interruption. The patient was referred for generator replacement as reported in medwatch report number 1644487-2010-00864. The patient's settings were not changed prior to the revision surgery. Good faith attempts to obtain additional information are still in progress.